Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Event description:
Doctor removed a loose tibial component and replaced with a universal tray.

Manufacturer narrative:
An event regarding baseplate loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The exact cause of the reported baseplate loosening could not be determined with the limited information provided, further information is needed. No further investigation for this event is possible at this time.

Event description:
Doctor removed a loose tibial component and replaced with a universal tray.